Event description:
Two auto suture s-9.0 lot p4m764 cat ref 134046 clip appliers were used on a patient undergoing a "total thyroidectomy". The surgeon claimed he tried three appliers but we only have two in hand. Md stated"...would start to close, eject the clip, and then as you closed the clip completely not realizing there was not a clip in it any more it would transect the small veins and vessels we were trying to clip." Md was concerned it was application error and therefore applied the clips very carefully making sure there was no torque on them whatsoever, and it continued to happen. Md used three different clip appliers and it happened on all three clip appliers. We have had previous incidents with these units with another surgeon. #1 unit had no clips left,#2 has clips left...noted if the handle was squeezed slightly the clip would start to deform and could fall out given enough angle. Perhaps a ratchet in the handle would prevent the clip from loosening in the jaws. We switched MFR.